Event description:
It is reported that the catheter was inserted in (B)(6) 2011. After about 2 months, radiologist noticed bleeding from the a and v port extension tube lines. Thus, they had to do a replacement of the catheter for the pt.

Manufacturer narrative:
This complaint is confirmed. The discoloration of the catheter between the extension tubing and the distal end of the bifurcation site is due to chemical staining. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other type of catheter cleaning solution. Microscopic examination of the partial tear site (arterial extension leg) exhibits a jagged irregular granular veneer. The complete break in the tubing is observed on the venous extension lumen. A cross sectional view shows an irregular granula veneer. Both areas of damage show the tubing to be compressed. It can be assumed this is the areas the compression clamps were engaged. The compression clamp that is located on the arterial lumen revealed no burrs or sharp edges that would constitute damage to the catheter. The venous compression clamp and the venous luer assembly were not returned for eval. At this time the mechanism of damage is undermined. The notes in this file do not indicate that the device had been in place for approx 2 months prior to the complaint incident. No other complications with the device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examination and functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.